Event description:
It was reported that the patient's implantable neurostimulator experienced telemetry issues. Overdischarge was suspected. Health reasons were the primary reason for a suspected overdischarge. The implantable neurostimulator was suspected to be 3cm below the skin surface due to patient weight pain. The ins was replaced. No patient outcome was reported.

Manufacturer narrative:
See scanned pages.